Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), infection ("infections") and menorrhagia ("excessive menstrual cycles "). The patient was treated with surgery (bilateral salpingectomies). Essure was removed in 2015. At the time of the report, the abdominal pain, back pain, infection and menorrhagia outcome was unknown. The reporter considered abdominal pain, back pain, infection and menorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirming full occlusion of fallopian tube. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), infection ("infections"), menorrhagia ("excessive menstrual cycles ") and pelvic pain ("physical pain"). The patient was treated with surgery (bilateral salpingectomies). Essure was removed in 2015. At the time of the report, the abdominal pain, back pain, infection, menorrhagia and pelvic pain outcome was unknown. The reporter considered abdominal pain, back pain, infection, menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: confirming full occlusion of fallopian tube. Most recent follow-up information incorporated above includes: on (B)(6) 2019: summons received.reporter information was added. Event physical pain (pelvic pain female) was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain/pelvic/ abdominal') and genital haemorrhage (',gen. Abnorm. Bleed') in a 38-year-old female patient who had essure (batch no. 628278) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding, itching, joint pain, post coital bleeding, multiple allergies (allergies: nickel, vicodin), intervertebral disc bulging, endometriosis, cholecystectomy, loop electrosurgical excision procedure, abscess intestinal, tubal ligation, parakeratosis (benign squamous mucosa with parakeratosis), squamous cell metaplasia, adhesion, paratubal cyst and mood swings. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2008 to (B)(6)2008, nsaids, oxycodone and paracetamol (acetaminophen). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain ("physical pain/pelvic pain"), menorrhagia ("excessive menstrual cycles/menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), anxiety ("psych injury/ psychological or psychiatric problems condition: mental anguish"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue"), migraine ("migraines/headaches"), depression ("psych injury/ psychological or psychiatric problems condition: depression") and headache ("headaches"). On (B)(6) 2014, the patient experienced allergy to metals ("nickel allergy"), 6 years 8 months after insertion of essure. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("severe back pain"), infection ("infections"), bladder disorder ("bladder/urinary problems: other") and urinary tract disorder ("bladder/urinary problems: other"). The patient was treated with clonazepam and surgery (bilateral salpingectomies, hyst. (Full), (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, genital haemorrhage, pelvic pain, menorrhagia, dysmenorrhoea, dyspareunia, allergy to metals, bladder disorder, urinary tract disorder and headache had resolved and the back pain, infection, anxiety, alopecia, vaginal haemorrhage, fatigue, migraine and depression outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, infection, menorrhagia, migraine, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, allergy,other injuries/symptom. Insertion date discrepancy: (B)(6) 2008, (B)(6) 2008 note discrepancy essure confirmation test(s) conducted no. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: confirming full occlusion of fallopian tube. Pathology test - on (B)(6) 2015: the red-tan endometrium is up to 0.2 cm, and the up to 2.0 cm myometrium is tan and homogenous, and there are essure wires right and left in their correct anatomical location. Right fallopian tube is 2 cm long, 0.5 cm across, gray-tan and blunted, and the left fallopian tube is in two segments, the proximal 2 cm long, 0.5 cm across containing a portion of the essure wire, and the distal 4 cm long, 0.5 cm across, purple and fimbriated, with a 0.8 cm smooth-walled paratubal cyst. Concerning the injuries reported in this case the following events were captured from medical record: dysmenorrhea, dyspareunia, alopecia and anxiety. Most recent follow-up information incorporated above includes: on 14-oct-2019: plaintiff fact sheet and medical record received. New reporters added. New event fatigue, abnormal bleeding (vaginal bleeding), psychological or psychiatric problems condition: depression, mental anguish and migraine/headache were added. Medical history, concomitant drugs, lot number and lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus),') and abdominal pain ('severe abdominal pain/pelvic/ abdominal') in a 38-year-old female patient who had essure (batch no. 628278-inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included loop electrosurgical excision procedure in 2014, uterine bleeding, itching, joint pain, post coital bleeding, multiple allergies (allergies: nickel, vicodin), intervertebral disc bulging, endometriosis, cholecystectomy, abscess intestinal, tubal ligation, parakeratosis (benign squamous mucosa with parakeratosis), squamous cell metaplasia, adhesion, paratubal cyst and mood swings. Previously administered products included for an unreported indication: depo-provera injection. Concurrent conditions included uterine bleeding, menstrual disorder nos, post coital bleeding, abscess intestinal, meningitis serosa circumscripta and body mass index normal. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2008, nsaids, oxycodone and paracetamol (acetaminophen). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain ("physical pain/pelvic pain"), menorrhagia ("excessive menstrual cycles/menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), anxiety ("psych injury/ psychological or psychiatric problems condition: mental anguish"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue"), migraine ("migraines/headaches"), depression ("psych injury/ psychological or psychiatric problems condition: depression") and headache ("headaches"). On (B)(6) 2014, the patient experienced allergy to metals ("nickel allergy"), 6 years 8 months after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (",gen. Abnorm. Bleed"), back pain ("severe back pain"), infection ("infections"), bladder disorder ("bladder/urinary problems: other") and urinary tract disorder ("bladder/urinary problems: other"). The patient was treated with clonazepam and surgery (bilateral salpingectomies, hyst. (Full) and bilateral salpingectomies, hyst. (Full), (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, back pain, infection, anxiety, alopecia, vaginal haemorrhage, fatigue, migraine and depression outcome was unknown and the abdominal pain, genital haemorrhage, pelvic pain, menorrhagia, dysmenorrhoea, dyspareunia, allergy to metals, bladder disorder, urinary tract disorder and headache had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, infection, menorrhagia, migraine, pelvic pain, urinary tract disorder, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, allergy,other injuries/symptom. Insertion date discrepancy: (B)(6) 2008, (B)(6) 2008. Note discrepancy essure confirmation test(s) conducted no. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram - on an unknown date: results: confirming full occlusion of fallopian tube. Pathology test - on (B)(6) 2015: the red-tan endometrium is up to 0.2 cm, and the up to 2.0 cm myometrium is tan and homogenous, and there are essure wires right and left in their correct anatomical location. Right fallopian tube is 2 cm long, 0.5 cm across, gray-tan and blunted, and the left fallopian tube is in two segments, the proximal 2 cm long, 0.5 cm across containing a portion of the essure wire, and the distal 4 cm long, 0.5 cm across, purple and fimbriated, with a 0.8 cm smooth-walled paratubal cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-feb-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain/pelvic/ abdominal') and genital haemorrhage (',gen. Abnorm. Bleed') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6)2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/pelvic pain"), back pain ("severe back pain"), infection ("infections"), menorrhagia ("excessive menstrual cycles/menorrhagia (heavy menstrual bleeding),"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), genital haemorrhage (seriousness criterion medically significant), allergy to metals ("nickel allergy"), psychological trauma ("psych injury"), alopecia ("hair loss"), bladder disorder ("bladder/urinary problems: other") and urinary tract disorder ("bladder/urinary problems: other"). The patient was treated with surgery (bilateral salpingectomies, hyst. (Full)). Essure was removed on (B)(6)2015. At the time of the report, the abdominal pain, pelvic pain, menorrhagia, dysmenorrhoea, dyspareunia, genital haemorrhage, allergy to metals, bladder disorder and urinary tract disorder had resolved and the back pain, infection, psychological trauma and alopecia outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, genital haemorrhage, infection, menorrhagia, pelvic pain, psychological trauma and urinary tract disorder to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, allergy,other injuries/symptom. Insertion date discrepancy: (B)(6)2008, (B)(6)2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: confirming full occlusion of fallopian tube. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. Reporter's information was added. Added event dysmenorrhea (cramping), dyspareunia (painful sexual intercourse),gen. Abnorm. Bleed, nickel allergy,psych injury,bladder/urinary problems. Updated outcome of events pain, bleeding, allergy, bladder /urinary from unknown to recovered/ resolved. Date of removal was updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus),') and abdominal pain ('severe abdominal pain/pelvic/ abdominal') in a 38-year-old female patient who had essure (batch no. 628278-inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included loop electrosurgical excision procedure in 2014, uterine bleeding, itching, joint pain, post coital bleeding, multiple allergies (allergies: nickel, vicodin), intervertebral disc bulging, endometriosis, cholecystectomy, abscess intestinal, tubal ligation, parakeratosis (benign squamous mucosa with parakeratosis), squamous cell metaplasia, adhesion, paratubal cyst and mood swings. Previously administered products included for an unreported indication: depo-provera injection. Concurrent conditions included uterine bleeding, menstrual disorder nos, post coital bleeding, abscess intestinal, meningitis serosa circumscripta and body mass index normal. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2008, nsaids, oxycodone and paracetamol (acetaminophen). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain ("physical pain/pelvic pain"), menorrhagia ("excessive menstrual cycles/menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), anxiety ("psych injury/ psychological or psychiatric problems condition: mental anguish"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue"), migraine ("migraines/headaches"), depression ("psych injury/ psychological or psychiatric problems condition: depression") and headache ("headaches"). On (B)(6) 2014, the patient experienced allergy to metals ("nickel allergy"), 6 years 8 months after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (",gen. Abnorm. Bleed"), back pain ("severe back pain"), infection ("infections"), bladder disorder ("bladder/urinary problems: other") and urinary tract disorder ("bladder/urinary problems: other"). The patient was treated with clonazepam and surgery (bilateral salpingectomies, hyst. (Full) and bilateral salpingectomies, hyst. (Full), (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, back pain, infection, anxiety, alopecia, vaginal haemorrhage, fatigue, migraine and depression outcome was unknown and the abdominal pain, genital haemorrhage, pelvic pain, menorrhagia, dysmenorrhoea, dyspareunia, allergy to metals, bladder disorder, urinary tract disorder and headache had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, infection, menorrhagia, migraine, pelvic pain, urinary tract disorder, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, allergy,other injuries/symptom. Insertion date discrepancy: (B)(6) 2008. Note discrepancy essure confirmation test(s) conducted no. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram - on an unknown date: results: confirming full occlusion of fallopian tube. Pathology test - on (B)(6) 2015: the red-tan endometrium is up to 0.2 cm, and the up to 2.0 cm myometrium is tan and homogenous, and there are essure wires right and left in their correct anatomical location. Right fallopian tube is 2 cm long, 0.5 cm across, gray-tan and blunted, and the left fallopian tube is in two segments, the proximal 2 cm long, 0.5 cm across containing a portion of the essure wire, and the distal 4 cm long, 0.5 cm across, purple and fimbriated, with a 0.8 cm smooth-walled paratubal cyst. Most recent follow-up information incorporated above includes: on 11-feb-2020: update of information (batch is invalid)product technical complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus),') and abdominal pain ('severe abdominal pain/pelvic/ abdominal') in a 38-year-old female patient who had essure (batch no. 628278) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included loop electrosurgical excision procedure in 2014, uterine bleeding, itching, joint pain, post coital bleeding, multiple allergies (allergies: nickel, vicodin), intervertebral disc bulging, endometriosis, cholecystectomy, abscess intestinal, tubal ligation, parakeratosis (benign squamous mucosa with parakeratosis), squamous cell metaplasia, adhesion, paratubal cyst and mood swings. Previously administered products included for an unreported indication: depo-provera injection. Concurrent conditions included uterine bleeding, menstrual disorder nos, post coital bleeding, abscess intestinal, meningitis serosa circumscripta and body mass index normal. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2008 to (B)(6) 2008, nsaids, oxycodone and paracetamol (acetaminophen). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain ("physical pain/pelvic pain"), menorrhagia ("excessive menstrual cycles/menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), anxiety ("psych injury/ psychological or psychiatric problems condition: mental anguish"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue"), migraine ("migraines/headaches"), depression ("psych injury/ psychological or psychiatric problems condition: depression") and headache ("headaches"). On (B)(6) 2014, the patient experienced allergy to metals ("nickel allergy"), 6 years 8 months after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (",gen. Abnorm. Bleed"), back pain ("severe back pain"), infection ("infections"), bladder disorder ("bladder/urinary problems: other") and urinary tract disorder ("bladder/urinary problems: other"). The patient was treated with clonazepam and surgery (bilateral salpingectomies, hyst. (Full) ). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, back pain, infection, anxiety, alopecia, vaginal haemorrhage, fatigue, migraine and depression outcome was unknown and the abdominal pain, genital haemorrhage, pelvic pain, menorrhagia, dysmenorrhoea, dyspareunia, allergy to metals, bladder disorder, urinary tract disorder and headache had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, infection, menorrhagia, migraine, pelvic pain, urinary tract disorder, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, allergy,other injuries/symptom. Insertion date discrepancy: (B)(6) 2008, (B)(6) 2008. Note discrepancy essure confirmation test(s) conducted no. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram - on an unknown date: results: confirming full occlusion of fallopian tube. Pathology test - on (B)(6) 2015: the red-tan endometrium is up to 0.2 cm, and the up to 2.0 cm myometrium is tan and homogenous, and there are essure wires right and left in their correct anatomical location. Right fallopian tube is 2 cm long, 0.5 cm across, gray-tan and blunted, and the left fallopian tube is in two segments, the proximal 2 cm long, 0.5 cm across containing a portion of the essure wire, and the distal 4 cm long, 0.5 cm across, purple and fimbriated, with a 0.8 cm smooth-walled paratubal cyst. Concerning the injuries reported in this case the following events were captured from medical record: dysmenorrhea, dyspareunia, alopecia and anxiety. Most recent follow-up information incorporated above includes: on 24-jan-2020: pfs received. Event "perforation (uterus)" added. Plaintiffs information and concomitant condition added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus),') and abdominal pain ('severe abdominal pain/pelvic/ abdominal') in a 38-year-old female patient who had essure (batch no. 628278-inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included loop electrosurgical excision procedure in 2014, uterine bleeding, itching, joint pain, post coital bleeding, multiple allergies (allergies: nickel, vicodin), intervertebral disc bulging, endometriosis, cholecystectomy, abscess intestinal, tubal ligation, parakeratosis (benign squamous mucosa with parakeratosis), squamous cell metaplasia, adhesion, paratubal cyst and mood swings. Previously administered products included for an unreported indication: depo-provera injection. Concurrent conditions included uterine bleeding, menstrual disorder nos, post coital bleeding, abscess intestinal, meningitis serosa circumscripta and body mass index normal. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2008 to (B)(6) 2008, nsaids, oxycodone and paracetamol (acetaminophen). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain ("physical pain/pelvic pain"), menorrhagia ("excessive menstrual cycles/menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), anxiety ("psych injury/ psychological or psychiatric problems condition: mental anguish"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue"), migraine ("migraines/headaches"), depression ("psych injury/ psychological or psychiatric problems condition: depression") and headache ("headaches"). On (B)(6) 2014, the patient experienced allergy to metals ("nickel allergy"), 6 years 8 months after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (",gen. Abnorm. Bleed"), back pain ("severe back pain"), infection ("infections"), bladder disorder ("bladder/urinary problems: other"), urinary tract disorder ("bladder/urinary problems: other"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with clonazepam and surgery (bilateral salpingectomies, hyst. (Full) and bilateral salpingectomies, hyst. (Full), (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, back pain, infection, anxiety, vaginal haemorrhage, fatigue, migraine and depression outcome was unknown and the abdominal pain, genital haemorrhage, pelvic pain, menorrhagia, dysmenorrhoea, dyspareunia, allergy to metals, alopecia, bladder disorder, urinary tract disorder, headache, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, back pain, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, infection, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, allergy,other injuries/symptom. Insertion date discrepancy: (B)(6) 2008, (B)(6) 2008. Note discrepancy essure confirmation test(s) conducted no. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram - on an unknown date: results: confirming full occlusion of fallopian tube. Pathology test - on (B)(6) 2015: the red-tan endometrium is up to 0.2 cm, and the up to 2.0 cm myometrium is tan and homogenous, and there are essure wires right and left in their correct anatomical location. Right fallopian tube is 2 cm long, 0.5 cm across, gray-tan and blunted, and the left fallopian tube is in two segments, the proximal 2 cm long, 0.5 cm across containing a portion of the essure wire, and the distal 4 cm long, 0.5 cm across, purple and fimbriated, with a 0.8 cm smooth-walled paratubal cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received: the events ¿bladder infection¿,¿urinary tract infection¿,¿vaginal infection¿ and ¿vaginal discharge¿ were added. The event ¿hair loss¿ was recovered. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.